Manufacturer narrative:
Initial reporter name and address- (B)(6) hospital. The subject device was received and evaluated . Device evaluation found the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The reported issue of "insufficient angle issue (reduced angulation) was confirmed. Furthermore, evaluation found foreign matter in the device nozzle noted to be attributed to insufficient cleaning, handling problems. Additionally, the following defects were identified during device inspection: connecting tube, c-cover , protector of universal cord on control section side, protector of universal cord on s-connector side , sc cover , fe lever, switch box, control knob (up/down, right/left , control unit noted with a scratch. Connecting tube has corrosion. Connecting tube has a wrinkle. Scope connector (s-connector) has corrosion. Adhesive on a-rubber (adhesive connection) has a chip. Scope connector (s-connector) has corrosion. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent the device for repair and evaluation reported with insufficient angle issue (reduced angulation). No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] inspection of the spray valve function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.